Event description:
It was reported that the customer's insulin pump was making a grinding noise during the rewind. The customer mentioned that there were three cracks around the insulin pump. The locations of the cracks were the reservoir compartment and the upper right corner of the screen. The customer stated the damage was not on the screen. The customer was unaware of how the damage occurred. The customer's blood glucose was 125 mg/dl. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer did not want to revert to the back-up plan because she was pregnant. Subsequently, advised customer to monitor the insulin pump and contact her healthcare provider. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.